Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a severely calcified lesion in the proximal right coronary artery (rca). The lesion was 10mm long and the vessel was 5mm in diameter. The oad was advanced distal to the lesion using glideassist mode, and two treatments each were performed on low and high speeds in a distal to proximal direction. Imaging was performed, and two additional treatments on high speed were performed. An abnormality in the electrocardiogram was observed, and the patient's vitals dropped. Compressions were started. Pinhole perforations were observed in the proximal rca that lead to cardiac tamponade. Surgery was performed to resolve the issues. As of (B)(6) 2021, the patient remained hospitalized and was gradually recovering.